Manufacturer narrative:
H.6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation, erroneous results, and additive abnormality with the incident lot was not observed. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation, erroneous results, and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation after centrifugation. This has been generating errors in results and results are not reproducible. The clot activator additive is not pulverized as usual, but it's observed as thick drops. Customer verified sample acquisition and pre-analytical preparation procedure requirements were met. There was no report of patient impact.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : na.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation after centrifugation. This has been generating errors in results and results are not reproducible. The clot activator additive is not pulverized as usual, but it's observed as thick drops. Customer verified sample acquisition and pre-analytical preparation procedure requirements were met. There was no report of patient impact.